Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6). 320-02-38 - rs expanded glenosphere 38mm, +4mm offset (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-15-04 - rs glenoid plate post aug, 8 deg, right (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-38-00 - equinoxe reverse 38mm humeral liner +0 (B)(6). 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6). A10012 - gps implant kit v2 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient was sent for pathology assessment on the right shoulder with a reverse total shoulder arthroplasty. Results came back positive with infection. The patient was revised approximately 4 months and 6 days post their initial reverse total shoulder arthroplasty. Intra-op findings showed pus on the glenoid and humeral components. All implants were removed and a cement spacer was put in. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.